Event description:
The patients generator and lead were explanted and replaced. The explanted device were discarded.

Event description:
It was reported through clinic notes that the patient's device showed high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.